Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for diabetes ketoacidosis (dka) on (B)(6) 2017. The customer's blood glucose (bg) level was 301 mg/dl. The customer was treated with an insulin drip to lower bg levels and placed back on the pump. The contact reported that the customer did not respond to the alarms on the pump and did not deliver insulin when needed. The customer reported receiving an auto off alert, incomplete bolus alert, and occlusion alarm. The contact had reported that the customer's bg level increased to 454 mg/dl when reverted back on the pump, however the contact confirmed the customer was not delivering insulin due to the customer not completing the bolus process. During troubleshooting, the certified diabetes educator (cde)confirmed the incomplete bolus alerts in the pump logs. Additionally, the cde confirmed the customer had received alarm occlusions but had not resume insulin delivery. Reportedly, the contact had stated the customer changed out the cartridge every six days. The contact reported would retrain the customer on how to address the alarms and alerts. The contact reported that the customer was released from the hospital on (B)(6) 2017.